Event description:
It was reported that the user¿s infusion set tubing was pulled out, prompting replacement of the contact detach anchor and site while reusing existing tubing, after which insulin delivery was resumed. After dosing was continued, the user stated their blood glucose was elevated due to disconnecting from the ilet to charge it and then consuming a breakfast of a couple pieces of toast, eggs, and sausage with a cup of coffee. The user's caregiver then mentioned giving the user external subcutaneous insulin by pen prior to reconnecting to the ilet. The user and caregiver were strongly advised to disconnect from the ilet until the external insulin left the body, however, they declined and remained connected. Symptoms included hyperglycemia with a peak of 513 mg/dl. Outcomes included device high-glucose alerts, no need for external assistance, and no medical intervention or hospitalization. Investigation included troubleshooting guidance to remove the old set, attach a new anchor and site, confirm disconnection during priming, and re-prime until drops were observed before reconnection. Investigation of this case revealed user management issues related to disconnection during a glucose-raising event and concurrent use of external insulin while connected to the ilet, with device performance and components functioning as intended after set replacement and priming. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors, including infusion site dislodgement, pump disconnection during a meal, and use of external insulin while connected.